Event description:
It was reported that during the last implantable neurostimulator (ins) replacement a plug got stuck in the ins. The doctor drilled the plug out. There were no reports of lasting therapy impact due to the event. No additional information was reported. If additional information is received, a follow up report will be sent. Refer to manufacturer report # 3004209178-2012-11303. The patient had two devices and it was unclear which device the event pertained to.

Manufacturer narrative:
Product ID 377645, lot # v017401, product type lead; product ID 377645, lot # v013771, product type lead; product ID 3776-60, serial # (B)(4), product type lead; product ID 3776-60, serial # (B)(4), product type lead; product ID 3708160, serial # (B)(4), product type extension, product ID 3708160, serial # (B)(4), product type extension; product ID 3708140, serial # (B)(4), product type extension; product ID 3708140, serial # (B)(4), product type extension. (B)(4).